Event description:
It was reported to boston scientific corp in 2008 that about one week after placement, the button locking adapter of a corflo cubby low profile gastrostomy device cracked. The device was removed and replaced with another corflo cubby low profile gastrostomy device. There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.